Event description:
During an atrial septal defect (asd) occlusion procedure, the defect was measured at 16mm by sizing balloon, intracardiac echo, angiography and the amplatzer sizing plate. A 17mm amplatzer septal occluder was chosen. The device was properly positioned across the defect and confirmed to be stable. The device was released and embolized to the aorta via the left atrium and left ventricle due to a very thin posterior septum. The device was percutaneously snared and removed without incident. The patient was sent to surgery for surgical closure of the atrial septal defect. The patient's condition post-surgery was noted to be good. Additional information has been requested, including imaging of the implant procedure and patient information, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
The amplatzer septal occluder was received in its original configuration at aga and decontaminated. The device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and inspection for broken wires, shape likeness and general uniformity. A review of manufacturing documentation confirmed this device successfully completed these tests.